Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of broken/damaged was due to the rear case. Replaced the rear case due to cracks. Replaced the front case due to cracks/chips around the top. Replaced the left and right iui's due to corrosion. Replaced the door latch as it was a 3rd party part. Replaced the membrane due to discoloration. Replaced the bezel as it was a 3rd party part. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/09/2011 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported that the device is broken/damaged. No patient involvement is noted.